Manufacturer narrative:
At this time, based on the information provided no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported pain. As reported at this time the surgeon is not attributing the patient's reported pain to the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: it is alleged by the patient that on (B)(6) 2015 he underwent a right inguinal hernia repair with implant of a large bard/davol 3dmax mesh. Postoperatively the patient complained to the surgeon of constant pain and had an ultrasound performed of his right groin which resulted in no indication of any re-herniation. The patient was recommended to see a urologist who then referred him to physical therapy to help relieve his constant pain. In (B)(6) 2015 the patient received physical therapy which provided exercises to help strengthen and stretch the muscles of his right groin. As reported, the therapy did help for a short period of time but currently he continues to experience severe pain that is intermittently sharp and shooting which is followed by a long burning sensation. The patient indicated that the surgeon is not at this time attributing his experiences to the mesh, the patient is trying to investigate the potential causes of his pain.